Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device had a rate inaccuracy. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.